Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. The drive support disk was inspected. White debris was noted around the drive support disk however no physical damage was found. The device had a cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners. Boluses were programmed and delivered properly and recorded properly in bolus history. No bolus anomaly noted. Dried insulin was noted on motor slide during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose of 501 mg/dl with nausea, upset stomach, dry mouth and thirst. It was stated that insulin would not deliver when trying to bolus and the customer treated with manual injection. It was also reported that there was a white residue or corrosion on the right side of the drive support cap. During troubleshooting, no issues with the set or settings were found and it was indicated that the alarm history showed multiple no delivery alarms and motor error alarms. The customer was able to complete the rewind. The device was returned for analysis.